Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse replaced z-axis motor assembly, verified alignments and operation. Also, customer was experiencing substrate not detected error. The substrate holder assembly was replaced and verified operation. Customer ran quality controls all results were within range. Instrument is functioning as intended and released the most probable cause for this event is the z-motor assembly. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 4153 c.trans-z home overrun on their aia-900. Also, there were no cups or tips stuck in the waste chute and the waste not backed up. Customer requested service in order to address the reported issue which resulted in delay reporting of results for lhii, prl, pth, and fsh. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.